Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and the customer experienced the high blood glucose. The customer¿s blood glucose was 402 mg/dl and the sensor glucose value that triggered the suspend event was 220 mg/dl. The blood glucose value from the reportable event was 220 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.